Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The fse was unable to confirm the reported display failure as the iabp's display was functioning. However the stm found that the display was reporting "electrical test fails code # 52, and the stm looked at the offsets and all where extremely out of specification. The fse then performed condensation removal procedure several times as well as the pneumatic performance test and that brought the numbers down a large amount but the shuttle transducer (x1) was reading about -25 and the drive (x2) was reading -5. The stm calibrated the shuttle transducer and was able to get the offset and the drive transducer within specification. The stm discussed the issue with another fse and they agreed that the transducers should be replaced. The stm went back to the facility to continue the repair and found the screen display blank. The stm observed that the power supply 24vdc to display board was missing and found that 10a fuse on the power supply was blown. The stm replaced the lcd fuse and the screen remained blank. Subsequently, the stm replaced the lcd screen and the results powered up but the display was snowy. The stm then replaced the display driver board to resolve the issue which resulted in normal images. The stm then attempted to go into service mode and found the keypad unresponsive. The keypad led lighted up but none of the keys had any affect. The stm ordered replacement keypad controller board, the overlay and the keypad and returned to the facility to make the repairs. However, the fse found that the power supply had died but the fuse was intact. The stm surmised that at some point the power supply's 10a fuse had blown in the past. The stm replaced the fuse and got power back, but found that the power supply was dead. The stm ordered a power supply and suspected that a major electrical short happened at some point in the past given the number of components damaged. The stm went back to the facility and replaced the power supply and the keypad controller and the iabp worked normally. The fse then performed a full calibration and functional test as per factory specifications, and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that upon powering on the cs300 intra-aortic balloon pump (iabp), the iabp display remained blank and a high pitched alarm was emitted. There was no patient involvement and no adverse event was reported.